Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient had a skin reaction of redness and blisters under the sensor patch area. Prior to sensor insertion in the abdomen the skin was prepped with alcohol. On (B)(6) 2023, the patient consulted a physician who prescribed an oral antibiotic medication (clindamycin, unspecified dosage) for the reaction. At the time of the follow up phone call, the patient was doing well after the antibiotic treatment. No additional event or patient information is available.